Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported patient with sub-incisional anterior capsule tear of the right eye that extended posteriorly after femtosecond treatment and prior to irrigation-aspiration (I/a). Additional information from reporter indicated no vitrectomy was performed. Additional information has been requested. This report is two of four from facility.